Manufacturer narrative:
The customer was returned on picture of primary plum set with filter vent closed. Leakage was observed coming from the closed filter vent. The complaint of leakage from the filter vent can be confirmed based on the provided customer photo. The probable cause cannot be determined without the return of the used set. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inches where the customer reported that there was leakage (minimal) from the filter vent during infusion of kemoplat. There was no chemo exposure to patient or healthcare provider. There was patient involvement, but no patient harmed.